Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-chargers, upn: m365db6412euc0, model: db-6412euc, serial: (B)(6), batch: 18713686, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg) resulting in hospitalization due to a loss of stimulation. The physician assessed that the condition possibly developed due to the onset of dyskinesia caused by the patients inability to charge the ipg. The patient is currently stable but remains in the hospital.

Manufacturer narrative:
Device technical analysis: the device was not returned as it remains implanted in the patient. As such, physical analysis has not been conducted in our laboratory. Device history record review: a review of the manufacturing records associated with this device indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Labeling review: a labelling review was performed based on the dfu and it did not reveal any anomalies as it states, weakness, muscle spasms, shaking, restlessness, problems with movement and a loss of adequate stimulation are known risk with the use of deep brain stimulation (dbs). Investigation conclusion: the device was not returned as it remains implanted in the patient. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined that the reported event of loss of stimulation is a known risk associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg) resulting in hospitalization due to a loss of stimulation. The physician assessed that the condition possibly developed due to the onset of dyskinesia caused by the patients inability to charge the ipg. The patient is currently stable but remains in the hospital. Additional information was received that the patient experienced another episode of severe dyskinesia and was urgently admitted to the hospital. The patients condition has stabilized and patient was discharged. The physician assessed after checking the system using the remote control (rc) that there appeared to be no issue with the ipg charging or its operation. Although the causal relationship is unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg) resulting in hospitalization due to a loss of stimulation. The physician assessed that the condition possibly developed due to the onset of dyskinesia caused by the patients inability to charge the ipg. The patient is currently stable but remains in the hospital. Additional information was received that the patient experienced another episode of severe dyskinesia and was urgently admitted to the hospital. The patients condition has stabilized and patient was discharged. The physician assessed after checking the system using the remote control (rc) that there appeared to be no issue with the ipg charging or its operation. Although the causal relationship is unknown. Draft.